Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had their spinal cord stimulator(scs) replaced because the pt was experiencing pain at implant site in 2018. Pt rep. Said the implant site was burning and was tender to the touch. Pt was miserable, and the pt wanted the hcp to take the scs out of their body. Pt had a scs replacement. Patient services specialist documenting reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.